Event description:
It was reported that the customer's buttons on the insulin pump were not responding. The customer's blood glucose was 90 mg/dl. The customer stated that he did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and broken battery tube threads.